Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in pacing impedance. Technical services (ts) was consulted and confirmed out of range impedance. Ts noted device is sensing and capturing as intended and recommended continue to monitor. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual increase in pacing impedance. Technical services (ts) was consulted and confirmed pacing impedance within. Ts noted device is sensing and capturing as intended and recommended continue to monitor. The lead remains in service. No adverse patient effects were reported. Additional information, the lead was explanted and replaced, the lead was cut by accident during battery change, falf of the lead came back for analysis.